Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and information received from the customer. Based on the results of the investigation, the root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, the reported event could not be confirmed as the scope was not microbiologically tested by olympus. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The customer did not have any concerns about the reprocessing process. The steps taken during precleaning and manual cleaning were not provided by the customer. The device was last used in a procedure on october 17, 2023. The scope was not used in a procedure after the sample was taken and the device was quarantined after testing positive. Additional reprocessing was done on october 17, 24, 27, 30 and 31, 2023 and twice on november 7, 2023. The scope was stored in an endodry cabinet. During device evaluation at olympus, it was found there were no problems and the device was working as intended. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the colonovideoscope failed three microbial tests. The issue was found during reprocessing. There was no reported patient harm or impact due to this event.